Event description:
Handpiece casing is opened by itself. Please see the self-explanatory pictures attached. Please check also the cord.

Event description:
Handpiece casing is opened by itself. Please see the self-explanatory pictures attached.please check also the cord.